Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a possible infection or allergic reaction. The physician¿s evaluation and blood test did not identify an infection. Histamine blockers were administered.

Manufacturer narrative:
Additional information: section b - date of event; event description. Section d - explantation date. Section f - importer awareness date; type of report, adverse event problem.

Event description:
The patient's symptoms persisted despite the administration of histamine blockers. The evoke scs system was subsequently explanted.